Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and burning at the incision site. It was noted that the clik anchor was irritating the patients back. The patient underwent a revision procedure wherein the clik anchor and lead coil was rearranged. The device remains implanted in the patients body.